Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed atrial lead noise and low impedance. The impedance was suspected to drain the device battery. No intervention was performed. Patient was stable and would be monitored.